Event description:
Septic arthritis, osteomylitis: information was received on 11/2001 from a physician regarding a patient with a history of osteoarthritis in bilateral knees. The pt had received a previous series of synvisc injections into the right knee in 2000. Concomitant medications were not reported. The pt began a second series of synvisc in 2001 and received two intra-articular injections into the right knee. The day after the second injection, the physician suspected an effusion and synovitis in the injected knee. However, aspiration analysis of aspirated knee fluid revealed coagulase negative staphylococcus and septic arthritis was diagnosed. In addition, a magnetic imaging resonance (MRI) was performed and results suggested osteomyelitis. The pt was hospitalized and treated with intravenous (IV) rocephin (cephtriaxone sodium). After discharge, the pt was treated for 6 weeks with IV cephtriaxone sodium through skilled nursing visitation. Four months later, a repeat aspiration of the injected knee was performed and the physician reported the infection had resolved. The quality assurance dept performed a review of the production and quality control documentation for this lot number and it showed that the product met specs. In addition, all biological and environmental reports were reviewed and found to be accurate. IV cepthriaxone sodium while hospitalized. Six weeks of IV cepthriaxone sodium through skilled nursing visitation.